Event description:
It was reported that the patient had an extreme pain on the ipg site after the implant procedure. The patient took medication like oxycodone, gabapentin, tylenol and advil. Additional information was received that the physician believed that patients pain was procedure related. The patient was reportedly dong well. Additional information was received that the patient had an infection from the paddle placement. The patient was prescribed on antibiotics and has a wound vacuum-assisted wound closure(vac). The patient was seeing the physician weekly to help with the healing. Additional information was received that the physician believed that the infection was not device related. The patient underwent a system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7085213.

Event description:
It was reported that the patient had an extreme post-surgical pain on the ipg site after the implant procedure. The patient took medication like oxycodone, gabapentin, tylenol and advil. Additional information was received that the physician believed that the patients pain was procedure related. The patient was reportedly doing well. Additional information was received that the patient had an infection from the paddle placement. The patient was prescribed with antibiotics and has a wound vacuum-assisted wound closure (vac). The patient will be seeing the physician weekly to help with the healing.

Event description:
It was reported that the patient had an extreme post-surgical pain on the ipg site after the implant procedure. The patient took medication like oxycodone, gabapentin, tylenol and advil.

Event description:
It was reported that the patient had an extreme post-surgical pain on the ipg site after the implant procedure. The patient took medication like oxycodone, gabapentin, tylenol and advil. Additional information was received that the physician believed that the patients pain was procedure related. The patient was reportedly doing well.